Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿ port. There were three instances when it happened: (1) cstd got easily disconnected with minimal force with different bd sets. The set locks and spins but disconnects with minimal touching of wings. There was no report of human harm as a result of this complaint/issue.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The lot history was reviewed and no non-conformities were found that would have led to the reported condition on the complaint. The complaint of disconnection on item cl2100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.